Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the procedure was completed with another coyote balloon catheter and not the complaint device itself as what was previously reported.